Manufacturer narrative:
In the initial medwatch form it was indicated as date received by manufacturer: 17-mar-2020. The year was wrong and the correct data was: 17-mar-2021. Analysis and results: there are no previous complaints of this code-batch. We manufactured and distributed in the market (B)(4) units of this code-batch. There are no units in our stock. We have checked the closed sample received and no defects have been found. We have performed the sterility test in the thread of the sample received. In the sterility test, thread is introduced into a bottle with tsb (tryptone soy broth) medium in sterile conditions. The bottles were incubated for 7 days at 20-25ºc and another 7 days at 30-35 ºc to verify their sterility. The sample incubated for 14 days remained without bacterial growth. Therefore, the sample received fulfils the specifications for the bacterial endotoxin quantification and the sterility test. As stated in the side effects of the instructions for use of the product, the following side effects may be associated with the use of this product: after implantation a transient inflammation, temporary irritation at the wound site may occur occasionally. Existing infections may occasionally be enhanced by any foreign body. An occasional pain, hemorrhage, granulation and wound dehiscence or impaired aesthetic outcome may not be excluded. Reviewed the batch manufacturing record, this product had a normal process and the results during the process fulfill usp/ep and b.braun surgical requirements. Reviewed the complaint history record, there are no previous complaints in the last 5 years for silkam product regarding a similar issue. Final conclusion: according to the results of the sample tested and the batch manufacturing record review, the product complies with our specifications and also fulfill usp/ep requirements. Therefore, we do not see any manufacturing fault or material defect that could have caused the incidence. Nevertheless, we take note of this incidence in order to assess if new or additional actions are needed. Actions on product distributed of this reference/batch: based on the conclusion derived from investigation, it is not required to make actions in distributed product. Corrective/preventive actions: according to our internal procedures, there is no need to establish corrective or preventive actions. Nevertheless, this complaint is recorded for trending analysis to assess if actions are needed in the future.

Manufacturer narrative:
If additional information becomes available a follow-up report will be submitted.

Event description:
It was reported an issue with silkam suture. The client reported that the suture caused granuloma in some patients. This granuloma was observed the first time from 1 year ago. This suture was used in hernias, eventrations and colon tumors operations. For some of these patients, who developed granuloma, was on operating room. The granuloma was removed and the suture was replaced with another sutures. Sometimes, it was necessary to replace the hernia mesh. The granuloma cases have not been monitored strictly, on a timely basis over time. For this reason, additional data has not been provided. According to the information received, it is just a doctor dissatisfaction about the suture quality.